Manufacturer narrative:
The investigation of temporary pump stop has been completed. The impella device was not returned for evaluation. The root cause of the temporary pump stops could not be definitively determined as no product was returned for evaluation. A5 should have been left blank on the initial manufacturer device report number 1220648-2025-27438 as the ethnicity was unknown.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. There was a brief alarm stating, ¿high motor current, impella stopped¿ without changes in waveforms and immediately the device restarted on own with normal waveforms. After about 15 minutes while still weaning off the alarm occurred with the pump stopping and no changes in waveforms. The pump was restarted at p2 and increased back up to p6 without issues. All alarms resolved and normal waveforms with pump at p6. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella 5.5 with smartassist for use during cardiogenic shock entering cardiac output (impella cp with smartassist) section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿